Event description:
The user facility reported that approx one hour into a dialysis treatment a blood leak occurred. The dialyzer was on its sixth use. The dialyzer was changed out, which resulted in an estimated blood loss of 150-cc. Another dialyzer was used and treatment was completed successfully without further incident.